Manufacturer narrative:
This device is used for treatment, not diagnosis. There is a defect in the dose calculation algorithm. A defect correction has been identified and is to be included in the next version of pinnacle.

Event description:
The customer reported that the dose calculation was incorrect. There is a correction factor used internally to the dose engine that was calculating improperly in some cases. The correction factor is not needed. Removing this fixes the issue. The effect of an improper correction factor is usually to create an apparent cold spot in the dose distribution. If the tumor is located in the same area as the calculated cold spot, areas around the tumor will show an increased calculated dose as the planning systems compensates to deliver the desired dose to the target this issue could happen at any time and at varying degrees. It is likely to recur. The example given was obvious, but it could be more or less obvious. The larger the magnitude of the issue, the more obvious it is to catch it in the quality checks, but we cannot tell if in every instance where it could cause harm, it would be detected. This is proton use only, which there are only three customers licensed and have the access to use the proton feature. None of those customers are using the software clinically because their delivery systems are not active. This issue is present in pinnacle3 versions 10.0 and 14.0.